Event description:
An ipp device was implanted on 12/12/94. A revision surgery was performed, date and reason not indicated. On 11/5/96 the entire device was removed from the pt and replaced, due to fluid loss, erosion-left cylinder, and infection in right scrotal area. Co has requested add'l info.